Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for 04.214.112s - l099966. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 19.aug.2016. Expiry date: 01.aug.2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a first proximal phalange procedure on (B)(6) 2017, while surgeon was inserting the first cortex screw, the screw broke approximately 2mm from the screw head. Surgeon noted the resistance increased when the screw tip had just entered the contralateral side of the cortical bone. Surgeon removed the plate momentarily in an effort to remove the broken screw but was not successful. The broken screw remains in the patient¿s bone. The remaining screws were inserted by enlarging the hole with the use of a 1.2mm kirschner wire (k-wire) after drilling the bone. Surgery was extended approximately 15 minutes. Patient was noted to have good bone quality. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), insertion instrument (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.5mm cortex screw. This is report 1 of 1 for (B)(4).